Event description:
The international distributor of cryocyte freezing containers reported a broken cryocyte bag. The break was described as a split across the top. Add'l info, including sample availability, has been requested but not yet received.

Manufacturer narrative:
Mfg records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the mfg time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management CAPA has been initiated to investigate customer reports of cryocyte bag breakages.